Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead was dislodged. It was also noted that this lead was not capturing or sensing. Additional information indicated that lead dislodgement was confirmed through fluoroscopy. In addition, the lead was pulled back to the superior vena cava (svc). This rv lead was surgically abandoned. No additional adverse patient effects were reported.